Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned for testing, but the item has not yet been received.

Event description:
A consumer stated that she had allegedly received 2nd degree burns on her abdomen while using a heating pad. She indicated that medical attention was sought for the injury, and that multiple follow up appointments were needed. Burns of this nature are most likely caused by the consumer laying or leaning against the pad which is contrary to proper use instruction. Kaz USA, inc. Has requested that the product be returned to our company for testing.